Manufacturer narrative:
Initial report was submitted with the word "developed" missing from the following sentence. Corrected data: two years after mitral valve replacement, the patient developed human t-lymphotropic virus type-1 infection and was treated with steroid therapy for the next 17 years. Common device name "heart-valve, replacement" was submitted correctly on the initial report. No change to this field. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: shimazaki y et al. Mitral valve re-replacement for impaired bioprosthesis after 19 years in a patient undergoing steroid treatment. J heart valve dis. 2003 jan;12(1):45-47. Doi: not available ¿ literature pdf attached. Earliest date of publish used for event date (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) male patient who presented with severe congestive heart failure (new york heart association functional class IV). The patient had previously undergone a closed mitral commissurotomy at age of 19 years due to rheumatic mitral valve stenosis, and at 40 years of age underwent mitral valve replacement with a medtronic hancock standard bioprosthetic valve (serial number not provided). Two years after mitral valve replacement, the patient human t-lymphotropic virus type-1 infection and was treated with steroid therapy for the next 17 years. At the time of presentation, an electrocardiogram showed atrial fibrillation and left ventricular hypertrophy and echocardiography revealed severe transvalvular mitral regurgitation. A left ventriculography also exhibited severe mitral regurgitation and a reduced left ventricular ejection fraction (25%). Subsequently, the patient underwent redo mitral valve replacement and the hancock valve was explanted and replaced with a 27 mm non-medtronic mechanical valve. It was noted that gross examination and radiography of the explanted valve found tears and perforations in the cusps and a small amount of calcification. No additional adverse patient effects or product performance issues were reported.